Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was in the range of 400 mg/dl. Customer stated that insulin exited during manual prime. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.